Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an knee prp procedure, the syringe in the acp kit, abs-10011, broke when the doctor was pulling the blood. The blood leaked on the floor and was cleaned using disinfectant wipes and gauze at the facility. The case was completed by using another kit without any further issues.